Event description:
The customer reported, two corneal burns. The surgeon sutured the wound to secure and make the eye watertight. The surgeon stated, it is unk as to whether the instrument caused the reported event. The surgeon stated, the outcome of the event was good, and the pt prognosis is excellent. This report is for one pt; for the add'l pt see mfg report #2028159-2008-00176.

Manufacturer narrative:
The company service rep examined the system and found no problem with the system. The system was tested and met all product specifications. Two (2) handpieces being used by the facility were both nonconforming. The first had been third-party repaired, and the second was found with a damaged cable. The company service rep recommended that the customer exchanged both handpieces for new handpieces. Two handpieces were received for eval. One handpiece had been third party repaired and was not functionally tested. The second handpiece was tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. A review of complaints for the last 36 months indicated two total complaints against this system, both of which were for corneal burns. A review of the service history for this system for the last 36 months did not indicate any add'l related service requests for this system nor did it indicate adverse trends for the reported issue. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 5/16/2008.